Event description:
It was reported that the right ventricular (rv) lead "bunched up" within the introducer during implant procedure. The lead implant was therefore attempted but not used and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.